Manufacturer narrative:
A2 (age at time of event), a3 (sex) and b5 (desscribe event or problem) were updated based on the received additional information

Event description:
The 70-year-old female patient was hospitalized after out-of-hospital cardiac arrest (ohca) due to acute myocardial infarction (ami). After percutaneous coronary intervention (pci) the physician decided to use ivtm therapy. During ivtm therapy the icy catheter (lot # 156330) was placed in the right femoral vein. The insertion was smooth from the first attempt. The patient's body temperature at the start of the ivtm therapy was 35.9°c. Approximately 17 hours after the initiation of the ivtm therapy, when the patient's body temperature reached 33.0°c, the thermogard console generated an airtrap alarm warning message and the nurse observed that the saline bag (500ml) was empty. The saline bag was replaced and the airtrap alarm was cleared by the user, however, more than one hour later, the saline bag volume was noted to decrease. The catheter leak and infusion of approximately 1000ml of saline into the patient's body were suspected. The catheter was replaced to continue the therapy. No consequences or impact to patient.

Manufacturer narrative:
The reported complaint of the icy catheter (lot # 156330) leak was confirmed during the functional testing. A bonding leak was noticed at the proximal end of the medial balloon. The probable root cause for the reported complaint could be due to a latent defect at the bond. Upon visual inspection, no physical damage was observed. Noticed blood residue in the distal luered tubings. During functional testing, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device. Upon pressurizing the catheter, a bond leak was observed at the proximal end of the medial balloon. It is unlikely that the defective catheter was shipped. During the manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for an icy catheter with lot number 156330. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient.

Event description:
The customer reported that during ivtm therapy the icy catheter (lot # 156330) was placed in the right femoral vein. The insertion was smooth from the first attempt. The patient's body temperature at the start of the ivtm therapy was 35.9°c. Approximately 17 hours after the initiation of the ivtm therapy, when the patient's body temperature reached 33.0°c, the thermogard console generated an airtrap alarm warning message and the nurse observed that the saline bag (500ml) was empty. The saline bag was replaced and the airtrap alarm was cleared by the user, however, more than one hour later, the saline bag volume was noted to decrease. The catheter leak and infusion of approximately 1000ml of saline into the patient's body were suspected. The catheter was replaced to continue the therapy. No consequences or impact to patient.